Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 6th distal stent wrap. Deformation was evident to the 16th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion. A 2.50x30mm resolute integrity stent was first attempted to treat the lesion. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was used during delivery. It was indicated that stent deformation occurred in vivo. An attempt was then made to treat the lesion using a 3.00x22mm resolute integrity stent. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was used during delivery. It was indicated that stent deformation occurred in vivo. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.